Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered an issue with the system. "Console not connected to tower" was displayed. The system was hard power cycled several times with no change. Then, customer swapped the fiber cables between the patient side cart (psc) and surgeon side console (ssc) and restarted the system and the issue was still persisting. The system logs were not available in artemis. Technical support engineer (tse) reviewed pop up logs and showed 32321 error. Customer was going to switch out the ssc. Later, customer called back when setting up as a single console system, ssc s/n (B)(6) successfully completed the self-test and the system was ready for use. However, the other ssc s/n (B)(6), was preventing the system from starting up. Even when connected as a single console system, this ssc still encountered faults. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the surgeon side console (ssc) cardcage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The system was hard power cycled several times with no change. Swapped the fiber cables between the patient side cart (psc) and surgeon side console (ssc) and restarted the system and the issue was still persisting. Reviewing pop up logs show 32321 error. Performed troubleshooting and isolated with card cage on verified error 32321 while on site. Also, performed a visual inspection and found no problem related to reported issue. Additionally, installed on an internal equipment, fixture or tool (eft) system and replicated reported issue. System powered and missing node error comes on during power up.